Event description:
It was reported that yesterday during a normal end of life replacement case, they tried multiple times to aspirate the sterile water from the pump. They were unable and had attempted for 10 minutes. The doctor elected to use a different pump. The pump had been warmed. They had not attempted to warm the pump in warm saline and attempt aspiration. The medication infused was morphine, though the pump with which there was aspiration difficulty contained sterile water. The representative later reported that they opened another pump and had no issues aspirating and filling. The patient did not suffer any adverse events.

Manufacturer narrative:
(B)(4).